Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained in infrarenal inferior vena cava; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. The medical records included images .the image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years post deployment, an inferior vena cavogram showed the ivc filter in a stable position and the filter was thrombosed with occlusion of the cava at the top of the filter. There appeared fracture of at least one tine. There were no device deficiencies identified within the medical records. Therefore, the investigation is inconclusive for filter tilt and filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the detached strut retained in infrarenal inferior vena cava; however, the current status of the patient is unknown.